Event description:
New information received indicated that the physician explanted and replaced the ICD. The patient condition was stable.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Based on the information provided, it was determined that the device experienced high current drain, resulting in an unexpected drop in battery voltage. The root cause of the high current drain was unable to be determined.